Event description:
It was reported that the patient presented in clinic for initial implant procedure on (B)(6) 2025. During procedure, the right atrial (ra) leadless pacemaker (lp) failed to be positioned and slipped out of the base of the ra appendage, then exhibited a stretched helix. The ralp was not implanted and attempted with an alternate near at hand. However, the exact same problem occurred at the same fixation site, causing the helix to be stretched as well, so a second alternate near at hand was implanted successfully at the mid appendage. The patient was asymptomatic, and patient condition was stable.